Event description:
It was reported that patient was given some medication postoperatively that lead to overdose-type symptoms and patient became unresponsive. On interrogation it was noted that the patient likely had received no medication from the pump if everything was programmed correctly or approx. 0.06 mg. The drug infused via the pump was dilaudid 4 mg/ml at 0.25 mg per day. The pump was turned down to minimum rate. (B)(6) patient had comprised renal function and it was thought that post-operative narcotics given in recovery or asu were not cleared from the patient's system. The patient was in the ICU and was talking and sleeping intermittently. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).